Event description:
It was reported that after insertion and at the onset of pumping, the balloon on the iab would not unwrap and inflate. As a result of this, the iab was removed and replaced. There were no patient complications.